Event description:
It was reported that a contamination of foreign material like hair was found in the sterile package there was no reported patient contact. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair found in the unopened packaging is confirmed and was determined to be related to manufacturing. One unopened powertrialysis short-term alphacurve kit was returned for evaluation. An initial visual observation showed the kit to be unopened, and a small hair was identified inside the kit near the dilator. The complaint of a hair found in the unopened packaging is confirmed and was determined to be manufacturing related. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of regr1737 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a contamination of foreign material like hair was found in the sterile package there was no reported patient contact. No other information was provided.